Event description:
It was reported that the vns patient was hospitalized due to psychiatric issues and had been experiencing an increase in seizures. The patient's device was tested and showed normal device function. Attempts for additional relevant information have been unsuccessful to date.